Event description:
The reporter stated that the 3 way tubing was defective. Upon evaluation of the returned product, it was discovered that there was a crack present in the female luer lock. No patient injury or treatment associated with this event.